Manufacturer narrative:
Device used for off-label indication. The indication device used for was tourette's syndrome. (B)(4).

Event description:
It was reported that from (B)(6) 2014, the patient's limbs had an ¿involuntary twitching problem¿ which happened repeatedly. The patient wanted to be reprogrammed but no further actions had been taken to resolve the issue. It was unknown if the patient was receiving effective therapy. If additional information is received, a follow-up report will be submitted.